Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with topical antibiotics (specific date and duration not reported). Subsequently, the patient underwent a skin revision surgery under general anesthesia on (B)(6) 2024. The abutment is removed during the same surgery.